Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. It was reported that values were 20-30 points off. No additional event or patient information is available.